Event description:
Post-operatively the pt had pain and there was sinking of the stem. The pt refused to be re-operated. One month post-op, the x-ray showed a peri-prosthetic fracture. No re-operation, autohealing. Ref MFR report 3005180920-2013-00062.